Event description:
Schatzker ti fx right knee with open reduction & tibial plate norion bone cement. Developed severe pain & swelling in surgical site with no evidence of thrombophlebitis. Now a question of allergic response to norion sr5 bone void filler.

Event description:
Add'l info rec'd from MFR 3/2/05: add'l description of the incident is contained in section b5 of the attached medwatch report# 2939274-2005-03. To date, no further info has been provided. The product was not returned; therefore, no eval could be performed and no conclusions could be drawn. To date, no further info has been provided.